Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and detached inlet tube with connector were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted in the bladder of cylinder 1. This was a site of leakage. Microscopic examination revealed a melted appearance, indicating contact with cauterizing instrumentation. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the detached tubing or connector. The information received indicated fluid loss, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, fluid loss occurred. There appeared to be a small hole in the cylinder near the exit tubing. The device was replaced.